Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (CRT-D) system exhibited loss of capture (LOC) on the right ventricular (RV) lead the day following implantation. The RV lead was revised and showed appropriate function. At the next day follow up, the RV lead again exhibited LOC, while the remaining leads performed adequately. During troubleshooting, the pacing output for lead testing was increased to maximum level; however, RV pacing was ultimately disabled. The field representative indicated that the root cause could not be determined. The patient remained stable and no additional adverse patient effects were reported. This CRT-D remains in service.

Event description:
IT WAS REPORTED THAT THIS RECENTLY IMPLANTED CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D) SYSTEM EXHIBITED LOSS OF CAPTURE (LOC) ON THE RIGHT VENTRICULAR (RV) LEAD THE DAY FOLLOWING IMPLANTATION. THE RV LEAD WAS REVISED AND SHOWED APPROPRIATE FUNCTION. AT THE NEXT DAY FOLLOW UP, THE RV LEAD AGAIN EXHIBITED LOC, WHILE THE REMAINING LEADS PERFORMED ADEQUATELY. DURING TROUBLESHOOTING, THE PACING OUTPUT FOR LEAD TESTING WAS INCREASED TO MAXIMUM LEVEL; HOWEVER, RV PACING WAS ULTIMATELY DISABLED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS CRT-D REMAINS IN SERVICE.

Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Manufacturer narrative:
This product has not been returned and therefore device analysis could not be performed.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of Failure To Capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.